Event description:
In 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter was reverting to set up mode. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The csr documented that the patient used the product for the first time at the time of the product issue and the patient was unable to set the meter date and time after 20 minutes. The patient reported that she felt like she was passing out and got real hungry 15 minutes after the product issue occurred. She said she took orange juice and candy and received no other treatment. The csr documented that the patient was unable/unwilling to answer whether the product issue was resolved and the patient's product was replaced. This complaint is reported because the patient alleges that the lfs product reverted to set up mode the first time the patient used the product. Per lfs labeling, the meter date and time should be set the first time the product is used; however, the patient claimed she was unable to set the date and time after 20 minutes and she developed symptoms and treated herself with juice and candy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.